Event description:
The patient reported communication issues between the implant and the external equipment. An advanced bionics representative performed device evaluation. The problem was confirmed. The patient's system was explanted.

Manufacturer narrative:
The leads were discarded by the medical center and will not be returned for evaluation.